Event description:
At the end of an interventional peripheral procedure, a vascade 6/7f was selected to close the site. Against approved procedure as advised by cardiva rep, the tech left the guide wire used during the procedure in the sheath while inserting the vascade device. The disc was deployed achieving temporary hemostasis and the sheath was removed. The collagen was deployed, but during the 5-10 seconds of dwell time blood came through the device. The tech then started to re-sheath, which the cardiva rep strongly advised against because of possibly pushing the collagen into the artery. The physician then came in and stopped the tech from re-sheathing the access site. At this point, the tech removed the guide wire and a hematoma developed. Hematoma grew to 6" x 14". Pressure was held to control the hematoma and gain final hemostasis. Upon ambulation, the access site started to bleed again and pressure was re-applied. Vitals were stable and no complaint of pain. Pseudoaneurysm was detected and thrombin injection was given. Patient received blood transfusion during observation period and was discharged with no further complications.

Manufacturer narrative:
The technique of leaving in a wire and/or re-sheathing is against the approved procedure. The tech user was immediately notified of the potential patient harm by the cardiva rep and the attending surgeon who was aware of the potential patient harm prevented the tech from re-sheathing. The re-bleed on ambulation requiring transfusion may be related to the improper use of the vasacade device, although it may also be attributed to a complication of endovascular and closure procedures.